Manufacturer narrative:
The pump has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2011, the reporter (a nurse) contacted animas on behalf of the pt alleging that the pump was not delivering insulin. The reporter claimed that the pt's blood glucose (bg) level began to elevate at an unspecified time during dinnertime on (B)(6) 2011. At that time, the pt's bg level was "300 mg/dl." On the morning of (B)(6) 2011, the reporter indicated that the pt's bg level was 260 mg/dl. The reporter gave the pt an injection with a syringe at 7:00 am and claimed the pt's bg came down. The reporter reportedly changed the infusion set 2 times prior to contacting animas that day. She denied observing a bent, kinked, or leaking cannula. No associated alarms were observed in the pump's history. The reporter disconnected the pt from the pump and delivered an air bolus. The reporter noted that insulin came out of the tubing. The nurse insisted that there was something wrong with the pump since there was "no other reason for the pt's bg to be elevated." The reporter and the pt's doctor insisted for the pump to be replaced. This complaint is being reported due to the following conclusion: a nurse claimed that the pump was not delivering insulin and that she treated the pt with insulin.